Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during vitrectomy surgery patient experienced with low pressure issues then eye starts to collapse even without depression and console infusion could not keep up and in another instance infusion came out and started going into the subconjunctival space. Procedure details were not provided. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in sections d.9, h.3, h.6 and h.10. The company service representative examined the system and was unable to confirm or replicate the reported reflux and fluid/air exchange issues. Unrelated to the reported event, while performing preventative maintenance, the company service representative replaced a lamp. The system was then tested and met all product specifications. A system non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. Potentially relevant complaints were found and reviewed as part of this investigation. The system was found to functionally exhibit no problems; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).